Event description:
It was reported that the device was used, and the patient was stabilized. After several days, the patient's condition began to worsen, and the patient died during post procedure. The event took place in a hospital and was managed by a healthcare professional.

Manufacturer narrative:
B2 - date of death and b3 - date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.